Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival onsite the fse could not duplicate the reported issue. Biomed had also run the unit all day without issue. The fse completed a full system test / pm protocol, all tests passed to factory specifications. The unit was then returned to the customer and released for clinical use.

Event description:
N/a.

Event description:
It was reported during training performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.